Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation. Chest x-ray confirmed that the right atrial (ra) lead slack had pulled back and the lead had dislodged. The lead tip was positioned close the superior vena cava (svc)-ra junction. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).